Event description:
Consumer complaint of high blood glucose results. Results from memory showed 552mg/dl. Caller states result should be 140-180mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).